Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited loss of capture. The physician suspected the lead had minimally perforated the heart wall. The lead was reprogrammed and remained implanted.